Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-jul-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse observed low areas and replaced syringes and installed new sample needle. They adjusted flow factor for retention time and replaced the injection and solenoid valves due to leaks. They ran 20 patient samples but areas remains low. Fse then calibrated, ran controls and precision testing. The numbers improved but after fse reran qc and patient precision, the area were normal. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was due to bad syringes and leaky valves.

Event description:
On (B)(6) 2017, a customer reported low total area on the tubes with their g8 analyzer. The customer was unable to troubleshoot the issue a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.